Event description:
Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2013. The explanted lead and generator were returned to the manufacturer. Analysis of the lead was completed. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Continuity checks of the returned lead portions were performed and no discontinuities were identified. Note that part of the lead assembly including the electrodes was not returned for analysis and therefore, a complete evaluation could not be performed on the entire lead product. Analysis of the generator is underway, but it has not been completed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during a generator replacement on (B)(6) 2015 due to a low battery condition, system diagnostics on the new generator and existing lead returned low impedance (<600 ohms). Pre-operative system diagnostics had returned impedance results within normal ranges (1930 ohms). Generator diagnostics were run on the previous generator and the new generator and they returned lead impedance within normal limits for both generators. System diagnostics were run again on the old generator and existing lead and it returned low impedance. Further information was later received indicating that the patient¿s lead was also replaced during the procedure. System diagnostics on the new vns system returned impedance within normal limits (888 ohms). No explanted devices have been returned to date.

Event description:
Analysis of the generator was completed and it found that the pulse generator performed according to functional specifications. The battery shows an ifi=yes condition. There were no performance or any other type of adverse conditions.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.